Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Author: doo sun sim, myung ho jeong. Journal name: journal of cardiology. Issue: 69 (2017) 428¿435. Title: manual thrombus aspiration during primary percutaneous coronary: impact of total ischemic time. Reference: http://dx.doi.org/10.1016/j.jjcc.2016.01.

Event description:
Analysis was conducted for 5641 patients with st-elevation myocardial infarction (stemi) (<(><<)>12 h) from the korea acute myocardial infarction registry undergoing primary pci. Patients were divided into 2 groups: ta (n = 1245) and pci only (n = 4396). Vessels treated included the lad, lcx, rca and lm. All ta were performed manually using 6 or 7 french aspiration catheters. Devices used for thrombus aspiration included export aspiration catheters, as well as non-medtronic catheters. Clinical outcomes included death, mi, target lesion revascularisation, target vessel revascularisation, CABG and stent thrombosis. Conclusions: manual ta during primary pci was not associated with improved clinical outcome at 12 months. The impact of ta may become clinically relevant with longer total ischemic time, forming a u-shaped relationship.